Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the angled reamer driver was spinning in the drill attachment during use. It was not teaming effectively under load. Surgery was not delayed due to the reported event.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : consignment set zzinauh0443 angled reamer driver # (B)(4) was spinning in the drill attachment during use. Was not teaming effectively under load. The product was not returned to depuy synthes, however photos were provided for review. The photo investigation revealed that there was no damage or defects with the ang drive shaft ass dual coupl. Functionality of the device cannot be assessed through photo evidence provided. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was not confirmed as the observed condition of the ang drive shaft ass dual coupl would not contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: angled reamer driver #259808160 was spinning in the drill attachment during use. Was not teaming effectively under load. The product was returned to j&j medtech orthopaedics for evaluation. Visual analysis of the returned found signs of repetitive use at the ang drive shaft ass dual coupl. The device does not present any signs of issue or malfunction. Even though a proper functional test was not performed due to the mating component was not returned. For reference a functional evaluation was conducted using a laboratory sample mating device and was not able to replicate the reported condition due to the ang drive shaft ass dual coupl was able to assemble correctly without any issues and stayed well fitted. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was not confirmed as the observed condition of the ang drive shaft ass dual coupl would have not contributed to the complained issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information that was not available for the initial report is obtained, a follow-up report will be filed as appropriate.